Manufacturer narrative:
Complaint statement (B)(4). No samples were received for evaluation. No pictures were received. We have no further complaints for the material/batch. We have no remaining inventory of the material/batch. The complaint cannot be determined.

Event description:
Customer states tube is not filling properly. The tube will take only 1 ml of blood when it is a 2 ml tube type. The office trailed this with saline after seeing this happening with patients.